Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer mentioned the insulin pump alarmed button error. She also mentioned a hospitalization non diabetes related. Customer's current blood glucose was 200mg/dl. Customer's high blood glucose was 500mg/dl. She treated high blood glucose with manual injection.